Event description:
It was reported that the patient experienced a vt storm and received multiple shocks. The implantable cardioverter defibrillator (ICD) had triggered end of service (eos), experienced a charge circuit timeout, and had a long charge time. Also, the device was unable to shock and the patient was externally cardioverted. The device remains implanted and therapies have been turned off. Patient chose not to have device replaced and proceeded to a hospice care environment. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).